Manufacturer narrative:
A steris service technician arrived at the facility, inspected the system 1e and confirmed that the aspirator probe was not properly placed in the tray causing the reported leak. The technician inspected the probe and found it was in good condition and operating to specification. The technician correctly placed the probe inside the tray well, completed two diagnostic cycles without leaking, and confirmed the unit was operating to specification. While onsite, the technician in-serviced the customer on the proper alignment of the probe before initiating a diagnostic cycle to prevent any further leaks.

Event description:
The user facility reported a water leak from their system 1e during a diagnostic cycle. No injuries or procedural delays/cancellations were reported.